Manufacturer narrative:
This report is submitted on march 11, 2021.

Event description:
Per the clinic, the abutment was changed on (B)(6) 2021 under a general anaesthetic (reason for the change unknown).